Event description:
Pt admitted for labor and delivery. Epidural anesthesia performed. On attempting to withdraw the epidural catheter, it broke leaking approx 6cm of the catheter in the epidural space. Dir for anesthesia svs at MFR was contacted.